Event description:
It was reported that a 40-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round high profile 330cc saline breast prosthesis (left device) and an unspecified mentor saline breast prosthesis (right device) developed bilateral breast ptosis post implantation. Additionally, it was reported that the patient desired removal of the implants. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. During explant surgery, it was observed that the removed left breast prosthesis was deflated. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-06279 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral breast ptosis, desire to remove implants. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).